Event description:
Bard 5fr triple power PICC lot reen1914 inserted (B)(6) 2020 with a 6fr. Securecath lot a1987. On (B)(6) 2020 found bard PICC to be leaking at the grey lumen. Hole found at or near securecath on grey lumen. PICC overwired and exchanged out. Other information prior to leak-grey lumen sluggish from (B)(6) - (B)(6), white lumen sluggish from (B)(6) - (B)(6). Chloroprep used as prep upon insertion and chg impregnated disc used with dressing. FDA safety report ID# (B)(4).